Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the b&l lens injector system. Intervention was performed intraoperatively to remove the damaged iol, enlarge the incision, and suture the incision. A second iol was implanted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to a defect in the haptic/lens.